Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures revealed a tear at juncture patch. Microscopic examination was performed, and no indications of instrument damage was found. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: device lot number on initial submission had typo error. The correct lot is 7705771. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with mentor tissue expander ce med hgt te w/sut tabs 650cc breast expander which the left side deflated after implantation. The report indicated that expander was deflated during salt complemantation. As a result patient had the expander removed and replaced with another expander with cat#:3549225, lot#:7710526 on (B)(6) 2019.